Event description:
It was reported that the pt underwent a hammock sling procedure on (B)(6) 2009. During the procedure, the thumb piece and wire came off. The device was retrieved. A second like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Finger pad falls off. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00027. The same pt is represented in each medwatch.